Event description:
It was reported that an unspecified number of unspecified bd pen needles experienced cannula breakage. The following information was provided by the initial reporter: pen needles broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: customer returned two (2) used 32g x 4mm pen needles without a cover, tear drop label, or inner shield attached. Consumer reported that the pen needles are bent and broken. The returned pen needles were examined, and it was observed that the non-patient end (npe) cannula was bent on 1 sample and the npe cannula was broken on the other. No evidence of manufacturing defect was observed. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken by the user after handling the pen needles.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in manufacturer name, city, state and site sections. The (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd pen needles experienced cannula breakage. The following information was provided by the initial reporter: pen needles broken.